Manufacturer narrative:
The insulin pump was received with bleeding lcd glass and unable to verify off no power alarm due to bleeding lcd glass. Unable to perform displacement test, operating currents, self-test, off no power, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to bleeding lcd glass. The insulin pump had cracked case at the display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of off no power without low battery indicator from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the switch off was alone without alarm.